Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of perforation is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use (IFU) as a known patient effect of coronary stenting procedures. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to seal appears to be related to circumstances of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The additional graftmaster device is filed under a separate medwatch report number.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the mid left anterior descending artery. The patients health was declining toward death prior to use of the rx graftmaster stents. A 2.8x16mm rx graftmaster covered stent was deployed first at 12 atmospheres (atm), but the perforation was exacerbated and did not seal. Patient developed cardiac tamponade. Then another 2.80x19mm rx graftmaster covered stent was deployed at 16 atm, but the perforation was exacerbated and did not seal. Cardiac tamponade was still present. The patient died of coronary perforation. An autopsy was not performed. No additional information was provided.